Manufacturer narrative:
The initial reporter also notified the FDA on (B)(6) 2018. Medwatch report # mw5080563. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that unspecified bd¿ insulin syringe and needle had the needle fell off the syringe, and medication was leaked out.

Event description:
It was reported that unspecified bd¿ insulin syringe and needle had the needle fell off the syringe, and medication was leaked out.

Event description:
It was reported that unspecified bd insulin syringe and needle had the needle fell off the syringe, and medication was leaked out.

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check for needle separates, leakage and unable to perform function (unable to receive dosage) due to unknown lot number. Based on the samples/photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned.